Event description:
It was reported to philips that the device did not deliver the shock during a synchronized cardioversion procedure. The patient involved was reported to have experienced harm. The biomed engineer reported that the device behavior impacted the patient outcome as "as far as system was unable to perform as expected it contribute to patient outcome". Additional event details and patient characteristics were requested but not provided by the customer. This is being considered as a serious injury based on the limited available information that this occurred during therapy and that another device was likely used.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device did not deliver the shock during a synchronized cardioversion procedure. The patient involved was reported to have experienced harm. Additional information has been requested.